Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload. The surgical technique states, "the angle of insertion must be the same trajectory as the pilot hole. Failure to do this could prevent insertion and deployment of the anchor."

Event description:
It was reported patient underwent an scapholunate ligament repair procedure utilizing a soft anchor on (B)(6) 2013. During the procedure, while the surgeon was inserting the anchor, the plastic inserter fractured just below the handle. The surgeon drilled another hole and used another soft anchor to complete the procedure.